Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 853137 with an expiration date of 31-oct-2025. Calibration was acceptable on the day of the event. The customer stated qc was acceptable. The customer used a centrifugation time of 5 minutes at 5000 revolutions per minute (rpm). Based on the customer's sample tubes, this time may be too short, and the speed may be too fast. The field service engineer (fse) replaced the solenoid valves, the reagent syringe, rinse tubing, reaction cells, and lamp housing. Ultra sonic mixer (usm) adjustments were made. The rinse volumes were adjusted, the vacuum flow path was flushed and the vacuum pump was rebuilt. Air purges, mechanism checks, photometer checks, precision, and a cell blank measurement were all completed successfully. The customer ran calibration and qc. The customer has had no further issues. The service actions resolved the issue.

Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
We received an allegation of questionable high results for multiple patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c702 module. Of the data provided for 3 patient samples, the results for 1 patient sample were discrepant. The initial result was 1.01 mg/dl. The repeat result from a different c702 module was 0.78 mg/dl. The repeat result was believed to be correct.